Event description:
A malfunction alarm was reported with malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, but the issue recurred. The customer plans to contact their healthcare provider as there is no warranty coverage.